Event description:
A distributor reported a near adverse event involving a malfunction in an insulin pump, which delivered six unrequested boluses totaling 14.82 units over 30 minutes, causing the user's blood glucose to drop rapidly while the user was on a call. The lowest sensor value recorded in the pump was 3.5 mmol/l, and the parents provided carbohydrates to prevent hypoglycemia. The family expressed discomfort continuing with the pump, and the child switched to using insulin pens. Cts informed the family that the pump cannot self-administer boluses and recommended consulting a healthcare professional for further advice, which the family acknowledged.